Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the usb connector being burnt. Pictures were taken. Receiver charge and boot tests were not performed due to the usb connector being burnt functional tests were not performed due to the usb connector being burnt. An internal visual inspection was performed and failed due to the usb connector being burnt. The receiver log was not downloaded and reviewed due to the usb connector being burnt. The allegation was confirmed. Usb connector was damaged/ burnt. No injury or medical intervention was reported.